Event description:
Boston scientific crm received information that this right arterial (ra) lead dislodged. As a result, the lead was successfully revised. One day later, the ra lead dislodged again. The physician examined the lead and indicated he did not think there was a problem with the lead that caused the dislodgements. Per the request of the family, the ra lead was explanted and a competitor lead was successfully implanted. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.